Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the pmed cable, tested the system, and verified that the system was ready for use. It is unclear if the da vinci surgical system was ever used prior to the conversion to open surgery. In addition, the cause for the conversion to open surgery is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer accidentally damaged the personality module energy device (pmed) cable during the transition from the laparoscopic part of the surgery to the robotic part. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer connect an external foot switch to control and use the vessel sealer extend (vse) instrument or use a spare cable. The surgery was going to be completed with an external foot switch. However, the customer called back and informed the tse that they proceeded to perform the procedure via traditional laparoscopic surgery due to the patient's condition/anatomy. Isi contacted the initial reporter and obtained the following information: the system was checked before use. However, the traditional laparoscopic surgery was not successfully completed and the customer ultimately converted the procedure to open surgery. The patient has been discharged.